Manufacturer narrative:
Product analysis: as found condition: the pipeline flex embolization device was returned for analysis within a shipping box; within a plastic bio-pouch; and within an opened pipeline flex inner pouch. Damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex braid ends were found to be fully opened and damaged. No other anomalies were observed. Testing/analysis: n/a conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have failure/incomplete open at distal as the pipeline flex braid ends were found to be fully opened and damaged. However, the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving a pipeline embolization device, there was slow blood flow in an unruptured, saccular aneurysm located in the right internal carotid artery c7 segment. The max diameter of the aneurysm was 5 mm and the neck diameter measured 4 mm. Landing zone: distal: 3.2 mm and proximal: 5 mm. Vessel tortuosity was moderate. The stent did not open during deployment, and the tip end was damaged. More than 50% of the stent had been deployed when it failed to open, specifically in the distal section. The pipeline was resheathed less than or equal to 2 times. There were no additional steps or other devices required to open the pipeline. The stent was resheathed and removed with the microcatheter. The procedure involved the use of a microcatheter, specifically a phenom 27. The stent was removed and replaced with another stent, allowing the operation to continue. Angiographic result post procedure showed slow blood flow in the aneurysm. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the cause of the failure to open/damage was not determined.